Manufacturer narrative:
Safety bar.

Event description:
It was reported by service report that the safety bar was broken. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.